Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and hot. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time. Unable to confirm if customer had sought medical intervention after the initial call.

Event description:
Consumer reported complaint for error message (e-5). During the call, a blood test was performed by the customer and produced e-5 error message using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/30/2026 and open vial date is 1 month ago. The customer reported feeling tired and hot; customer stated he may go to the hospital.